Event description:
Boston scientific crm received info that during an attempted lead placement, the superior vena cava was perforated and contrast was injected into the mediastinum. The procedure was stopped and the pocket closed. An echocardiogram was performed, and a surgeon and radiologist were consulted. No add'l adverse pt effects were reported.